Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an excessive charge time end of service (e os) alert. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.